Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings: during investigation, the last basal delivery was on (B)(6) 2018. The last bolus delivery was a 2.0u normal bolus. A temp -basal program was run on (B)(6) 2018. The keypad is intact & all keys responded appropriately. The daily insulin delivery totals correctly reflected user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. The keypad cover was removed and there was no contamination found under the key contacts. No button contact defects were observed. The pump cover was removed and there was no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage to the keypad flex observed. Unable to duplicate the keypad complaint. Unrelated to the original complaint, the battery compartment was observed to be cracked and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 50mg/dl, with cognitive impairment, and difficulty speaking, associate with an alleged tactile changes/unresponsive keypad issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the down arrow keypad button was under responsive. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a tactile changes/unresponsive issue.